Event description:
It was reported that an arrhythmia occurred. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath was placed and an xs safari2 guidewire was positioned. The native aortic valve was treated with the implant of a 25mm lotus edge valve. During the procedure, conduction disturbances were noted. A permanent pacemaker was implanted post-valve implant. Patient condition was noted to be well.